Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump requiring service request for failing accuracy by +7.45%. There were no reported adverse effects.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed, which indicated the user performed three volume accuracy tests; one with the volume set at 20 ml and the other with the volume set at 10 ml. Functional use testing was performed to test for any delivery accuracy. The pump passed all delivery accuracy tests, which found the pump to be within the control limit specification of +/- 3 percent. The reported complaint could not be replicated or confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.